Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 2 of 10. Per the initial report, home patient (hp) had a check drain line alarm were the drain line was submerged in the drain fluid. The technical service representative (tsr) determined that the drain line submerged in fluid. The tsr had the hp disconnect the extension and move the bucket in the room with her. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that the hp was doing fine and completing therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint was for a report of a check drain line alarm. The alarm resolved when the drain line extensions were removed but it is unknown what caused the alarm. Drain line submerged in fluid is not known to cause an alarm. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation and the lot number was not reported. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.